Manufacturer narrative:
The pump and set were returned for investigation. Visual inspection revealed that the IV tubing was not fully loaded into the mechanism follower housing. Fluid flow was noted when the latch was closed and the roller clamp was open. Accuracy testing was performed with the set properly loaded into the mechanism. The device was found to be underinfusing by -6.6%. No overinfusion/freeflow was noted when the set was properly loaded. It is suspected that the misload of the IV set may have caused the reported overinfusion. Add'l inservicing will be recommended for proper loading of the IV set per the directions for use, page 9, which states, "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air-in-line detector...do not use the door to close the orange latch.".

Event description:
No resultant pt complication was reported.